Event description:
According to the reporter, during a transanal tumor resection, the device did not seal. The alarms and energy delivery were asked but unknown. The procedure was completed by a monopolar diathermy. No bleeding occurred. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.